Event description:
It was reported that an insulin occlusion occurred on an ilet system using an inset 6 mm, 23-inch infusion set, which resolved after a full supply change; the user also reported persistent hyperglycemia and perceived that automated corrections were not sufficiently aggressive. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education, with the case categorized under insulin occlusion. Investigation included technical review and user education regarding infusion set function and occlusion response. Investigation of this case revealed that the occlusion alert cleared after the set change and no abnormal hardware behavior was observed. It was concluded that the event was attributable to an infusion set occlusion that resolved with replacement, with no device malfunction confirmed.